Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the drill broke during a procedure. All pieces were retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: drill broken. Probable root cause: application -excessive force while drilling. -selection of wrong drill. -reuse of disposable drill. -use of reusable drill past lifetime (after it has become dull). -starting and stopping drill. -pulling drill out of bone without running drill. -moving drill guide during drilling. The reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that the drill broke during a procedure. All pieces were retrieved.